Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery alert, replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a replace now battery alarm. The customer¿s blood glucose level was unknown. It was reported that they had issues with battery. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that unattended alarms will drain the battery. The customer stated that they had second replace now battery alarm without low battery alarm. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.